Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided device exhibit signs of repeated use (nicked or gouged), the tines are slightly bent and the nut component has been forced over the capture pins. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to wear and tear of the device from repeated use over time as it has a field age of 6+ years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the thumb piece is cross threaded or stripped, will not tighten. No patient involvement, did not occur during surgery.